Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was representative stated that they met with patient today and patient reported that his charging was taking a long time and they couldn't connect to their battery easily. Patient said the battery inside of him was getting hot when charging ins. Pt said it was not the recharger getting hot but his ins internally. Patient has had several falls within the last few to several weeks (caller wasn't sure of timing) though pt did not have any trauma with the falls. When pt was charging ins, the battery got hot and when they removed the recharger, the heating stopped. Patient is super skinny and the battery is kind of superficial, but it wasn't going through the skin. Patient doesn't feel any heating with his therapy and keeps stim on when charging ins. The issue was not resolved through troubleshooting.